Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was severed 110mm from the terminal pin, and only the terminal pin segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported insulation damage, noise, oversensing, and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
Additional information was received which indicated the rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. The noise and oversensing did result in pacing inhibition. The patient has an underlying rhythm in the high 40's. The patient's pace/sense rv lead is a non-boston scientific product. Troubleshooting was performed, and the noise was reproduced on all three leads. An x-ray was performed, however, no issue were seen. Subsequently, a revision procedure was performed and small cuts in the insulation were observed. It was suspected that the cuts occurred as the previous generator change out procedure. The ra and rv leads were repaired. This rv lead remains in service. No additional adverse patient effects were reported.